Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the power management board was observed. The ventilator's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with the device's power management board. The power management board was returned to the quality assurance lab for further investigation. During the investigation, the power management board was found to power the device and provided proper voltage to the trilogy. The manufacturer concludes no malfunction of the power management board was observed.